Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message on the display of his adc blood glucose meter and was therefore unable to test. Customer further reported that on (B)(6) 2017 at 11:00 a.m., he experienced symptoms described as "felt sick, dizzy, and wanting to urinate a lot" and called the paramedics. Paramedics arrived and transported the customer to a hospital where he was diagnosed with hyperglycemia and hypertension and treated with insulin and two bags of intravenous fluids. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter and freestyle strips were reviewed and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving an error message on the display of his adc blood glucose meter and was therefore unable to test. Customer further reported that on (B)(6) 2017 at 11:00 a.m., he experienced symptoms described as "felt sick, dizzy, and wanting to urinate a lot" and called the paramedics. Paramedics arrived and transported the customer to a hospital where he was diagnosed with hyperglycemia and hypertension and treated with insulin and two bags of intravenous fluids. There was no report of death or permanent injury associated with this event.